Manufacturer narrative:
The insulin pump was programmed and monitored for 1 day with no external ram error alarm and unexpected restart alarm noted during testing. The insulin pump passed the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. No excessive no delivery alarm noted during testing. No prime and fill anomaly noted during testing. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm, external ram error alarm and unexpected restart alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that a temporary basal was programmed before the unexpected restart alarm. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The customer declined to troubleshoot for the high blood glucose. The insulin pump will be returned for analysis.